Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to local service department of olympus. Local service department confirmed the power switch failure and reported event. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities related to the reported event. The design record was reviewed and found that the design was changed to improve the resistance to damage to the power switch. Countermeasure products have been shipped after november 18, 2013. Omsc presumed that since the subject device was produced before the power switch design change measures were taken, the power switch was damaged because the operating force and number of times exceeded expectation.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to the service department of olympus. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that before the procedure, the power switch could not be turned on due to sticking. The intended procedure was a total extraperitoneal hernia repair and carried out as planned. There was no report of patient injury associated with the event.